Event description:
The manufacturer attempted to contact the patient in reference to a remstar auto with heated humidifier, system one 60 series device replacement. The patient's spouse answered the call and stated the patient was deceased. The patient's spouse ended the call prior to any additional information being obtained. Details surrounding the patient's death were not provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an attempt to contacted the patient in reference to a remstar auto with heated humidifier, system one 60 series device replacement. The patient's spouse answered the call and stated the patient was deceased. The patient's spouse ended the call prior to any additional information being obtained. Details surrounding the patient's death were not provided. Despite three good faith-effort attempts on 07/15/2025, 07/31/2025, and 08/13/2025 to the contact telephone number, the device has not yet been returned to the manufacturer for evaluation and no additional information has been provided surrounding the details of the death of the patient. At this time, no further investigation can be completed. If any additional information is received at a later date, a supplemental report will be filed. Updated: evaluation method code grid updated. Evaluation results code grid updated. Conclusion code grid updated.